Event description:
Physician reported the dilator is too soft and flexible when attempting to dilate, and it curves up resulting in a loss of access. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Signs of use in the form of biological material was observed inside the dilator tip. Visual analysis revealed that the dilator body had a long, continuous bend about half-way down the extrusion. No other defects or anomalies were observed. The dilator body from the hub to the tip measured 5.375in which is within the specification limits of 5.25-5.75in per the dilator graphic. The dilator inner diameter at the tip measured .037in which is within the specification limits of .036in-.038in per the dilator graphic. The dilator outer diameter measured .1570in which is within the specification limits of .156in-.160in per the dilator graphic. A lab inventory guide wire with the same diameter as the guide wire packaged within the finished kit was passed through the dilator. Minor resistance was observed due to the bend; however, the guide wire was able to pass completely through the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use vessel dilator to enlarge site as required. Warning: do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation." The report of a bent dilator body was confirmed through complaint investigation. Visual analysis revealed that the dilator body contained a long continuous bend. Despite this, the dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported the dilator is too soft and flexible when attempting to dilate, and it curves up resulting in a loss of access. No patient harm reported. The patient's condition is reported as fine.